Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device # (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle possibly released on its own. The patient mentioned that he had rolled over during the course of his sleep and he felt the needle poke and stab him. The patient could not be certain if the needle had released on its own or maybe he may have hit the needle release button in error while he was moving around in his sleep. The patient did save the v-go device. The patient stated that in total patient has had 6 v-go devices in the past from various different lot's of v-go devices in which the needle has released prior to the 24 hour period.